Event description:
(B)(4). Device was covered by insurance, shortly after my implants my life changed. Itching on arms so severe I have scratched until I bled. Constant nausea, severe fatigue, bladder fullness, vertigo, joint and muscle pain an unexplained seizure which I never had. Night sweats body pain, diarrhea, gallbladder removed the list goes on.